Event description:
Boston scientific crm received information that the patient with this pacemaker experienced a pocket infection. No other adverse patient effects were reported.

Manufacturer narrative:
The patient was administered antibiotics and will be continued to be followed. This device still remains implanted and in service. No additional information is available. If any additional information does become available, this report will be updated.